Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank. The pump cover was opened and the display screen was found to be damaged. A test display screen was installed and found to be fully functional.